Manufacturer narrative:
The company service representative examined the system and determined the system met product specifications. The company service representative observed the phaco handpiece was nonconforming. The phaco handpiece was manufactured on february 7, 2018. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, there was no torsional power and the phacoemulsification handpiece heats up within a minute of use. The case was completed using a different handpiece. There was no patient harm.